Event description:
It was reported that during a percutaneous coronary angioplasty procedure, the burr became stuck. The 12mm, 90-95% stenosed lesion being treated was located in the moderately tortuous proximal right coronary artery. The burr reached a maximum speed of 150,000 rpms during ablation, and ablation was completed with one pass for a duration of 15-30 seconds. The burr was removed from the lesion in dynaglide, however, the burr became stuck proximal to the lesion. After cutting the catheter and rotawire outside of the body to shorten the working length, the physician was able to remove the burr with "gentle pulling and increased pressure". No patient complications were reported, and the procedure was completed with a stent being deployed in the treated lesion. Patient status was reported as 'fine'.

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.